Manufacturer narrative:
This report has been submitted on august 20, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement and experienced pain leading to device non-use. Subsequently, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.